Manufacturer narrative:
An event of infection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the lead. No further information is available at this time.